Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unsuccessfully implanted as the sugar wore off. Additional information indicates that the physician let it sit in the inferior vena cava (ivc) too long before fixating it into the rv and it got caught up in the tricuspid valve. The rv lead was never in service. No adverse patient effects were reported.